Event description:
At about 4 months after the primary, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 march 2024: lot 2306775: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant involved, batch review performed on 14 march 2024: reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot 2306544: (B)(4) items manufactured and released on 10-may-2023. Expiration date: 2028-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.